Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/2/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump's outflow is not working. Noticed during a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed, due to the age and revision of the device an upgrade is required. Both the inflow and outflow motors underperformed at 1200 ml¿s per minute and noisy at 90 db¿s. Physical damage was found to the bezel, lcd touch screen, and ip module. There is damage to the door covers and 4 missing bumpers. The software label requires an update from v1.8 rev. 25 to v1.8 rev. 24. See vendor evaluation.